Event description:
Information received a smiths medical warming/level 1 hotline low flow systems - hl-390 has no audible and over temp alarm. No patient adverse events reported.

Manufacturer narrative:
D4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to line cord. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The technician confirmed reported problem. The root cause of the reported issue was due to faulty printed circuit board (pcb). The technician replaced the pcb. No problems or issues were identified during the device history record review.